Manufacturer narrative:
The product was returned on 2024-11-27. The investigation of the product was completed on 2025-01-21. The reported issue could be confirmed. The connection of the two tie rods at the transition to the lever has come loose/broken. The article was already produced in march 2012, so it can be concluded that it has been reprocessed a corresponding number of times. The corrosion found may have occurred, for example, due to incorrect processing, not being completely dried. Since corrosion has a negative effect on the material properties, the material is weakened as a result. It is likely that the connection could not withstand the mechanical overload and broke. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the end of the device, which was rotatable, broke off in the patient's bladder and was only noticed when another endoscope was inserted. This prolonged the operation as the surgeon had to try to fish out the foreign body and the patient's bladder. The user's report to the local authority also indicates, on the basis of the selected imdrf codes, that there was a urinary tract infection and an unspecified kidney or urinary problem. No detailed information is available on this.

Manufacturer narrative:
The device in question was returned to the manufacturer on (B)(6) 2024. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).